Event description:
The customer returned the generator to valleylab for a slight burn that occurred to the biomed's finger when it came in contact with the grounding pad. The generator was found to meet "iec" parameters using "iec" test methods; however, the generator latched on in the cut and bipolar modes during testing at valleylab.